Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a dislodged cautery hook at the distal end. The hook is not fully intact at the molded insulator and as a result failed both electric continuity and energy delivery test. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the permanent cautery hook (pch) began smoking at the joint where the hook meets the shaft shortly after the surgeon started using it. The smoke originated from the yellow part at the base of the pch, not from the tissue area, and was described as abnormal compared to typical cauterization smoke. The pch instrument emitted a burnt smell when removed. The customer obtained another instrument, which functioned normally, allowing the procedure to continue without further issues. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Instrument was inspected prior to use. There was no damage. Cannula was looked at but not thoroughly. Pin gauge was not in the operating room prior to use. There was no arcing just smoke. Tissue was not burned. Surgeon was cauterizing tissue. Coag energy and instrument was connected properly. Force bipolar and tip up fenestrated instruments were also in use. Instrument tips did not collide. There was tissue between the tips as they were cauterizing. Instrument tip did not touch any staples, clips or sutures while energized. There was no patient injury. Patient did not return to the hospital.